Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that implantable cardiac defibrillator (ICD) exhibited functional under, incorrect interpretation of signal and delivered inappropriate shock. No intervention was performed. There were no patient consequences.